Manufacturer narrative:
D4 expiration date, h2, h4, and h11. Complaint has been evaluated and is similar to: 1644408-2022-00191; 520-42-318, s814 - stability, poor joint, revision surgery; surgical quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - due to instability.